Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
This is an incident that was received from a nurse. The patient commenced cvvh (haemofiltration) with accusol 35 5000ml. The therapy settings were blood flow 200ml/h, predilution 1500ml/h, postdilution 2000ml/h and the temperature was 37 degrees c. Kcl 20mmol dose was added to the accusol bags but no medication was added through the lines. Precipitation was observed between degassing chamber and predilution pump, after predilution pump and after postdilution pump. No adverse events/consequences were noted during the period that the precipitation formed. No specific alarm was noticed before the precipitation. When the precipitation was observed the treatment was discontinued and the doctor was informed.

Manufacturer narrative:
(B)(4). A batch review was completed and was acceptable. A trend review was completed and there was no significant trend. Analysis of samples for previous complaints for this issue confirms that the precipitates consist of calcium carbonates. Baxter has focused on tighter control of the solution manufacturing process and reducing manufacturing variability. A revised specification for solution ph has been implemented and only batches that meet a revised ph limit of (B)(4) are released. This is effective from (B)(6) 2008. A caution in use notification was issued to customers and hospitals outlining appropriate actions to take when precipitates are identified. Also, the direction insert for the product has been updated to provide additional user instructions. Baxter continues to work on the solution formulation to optimize its performance. A number of definitive actions are being considered and these are being reviewed with the regulatory authorities.